Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 51-year-old male patient presenting with cardiomyopathy. During an emergent impella cp setup, the purge cassette was not recognized by the console, and a ¿purge disc not detected¿ message was reported. Standard troubleshooting was performed, including verification that the purge cassette and purge disc were properly seated. The cath lab team subsequently obtained and exchanged to their last available automated impella controller (aic) from the operating room. The same purge cassette was used, and the cassette was recognized without issue on the new console. The impella cp setup was then completed successfully on (B)(6) hospital¿s or aic console. The reported events are purge disc not detected, device revision or replacement, and hemodynamic instability. Although the case is coded as product malfunction, the impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the console exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was resumed.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report.h5 and h8 was erroneously entered on the initial manufacturer device report.